Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming. The customer¿s blood glucose level was 268 mg/dl. The customer stated that the infusion set was leak. Customer was able to run test on transmitter. Assisted in performing test on transmitter and test passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.